Manufacturer narrative:
One cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good physical condition. Functional testing verified the customer stated issue. Problem source was identified as faulty downstream sensor.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump did not gave alarm at cassette removal. No adverse effects reported.